Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, 90% stenosed lesion in the left main trunk (lmt). The non-abbott 3.5 x 24 mm stent was directly implanted with no pre-dilatation. The nc trek 5.0 x 12 mm balloon catheter was used for post-dilation of the deployed stent; however, it ruptured at 12 atmospheres when inflated for the first time. As the balloon was ruptured circumferentially, the balloon material got slightly caught with the stent struts. Difficulty was experienced removing the balloon catheter but it was removed from the stent/lesion in the end. There was no report of the balloon material remaining in the anatomy. The stent implant was further dilated with a non-abbott balloon catheter. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance with the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture or resistance with the stent reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.